Event description:
It was reported that the surgeon attempted to insert an aq5010v silicone three-piece lens but the lens tore prior to insertion. There was no patient contact or injury. This is one of two lenses used on this patient-see MFR. Report # 2023826-2006-01216.

Manufacturer narrative:
No lens in unit carton.